Event description:
Customer reported that the t: slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.